Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n151266008, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (10 mg/ml at 5 mg/day) via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2015, it was reported that the patient had a post-op infection that appeared to be only at the pocket site. The patient had been placed on antibiotics but that did not cleared up the infection. The pump and catheter were removed and a new pump and catheter were placed on the opposite side of the patient's body. According to the doctor, it did not appear to be grossly infected; he believed it to be a superficial infection. The patient status was reported as ¿alive-no injury.¿